Manufacturer narrative:
Based on the claim against the product by the customer noting a missing fragment, an investigation was completed to determine the cause of this reported event. Failure analysis confirmed the broken chassis is related to the customer reported complaint. The stapler 30 instrument had a broken chassis. The broken piece was .449" x .299" in size. The broken piece was not returned. There was corrosion found on the clamping pulleys. The root cause of the broken chassis and corrosion is typically attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the customer reported the corner was broken on the stapler 30 instrument and a fragment was missing. There was no report of patient harm.